Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's implantable defibrillation lead, exhibited a low out of range shock impedance measurement. It was reported the patient has been undergoing radiation treatment. Boston scientific technical services (ts) discussed possible electromagnetic interference (emi) and discussed troubleshooting. The patient was seen in clinic approximately a month later. Measurements taken in office were within range. However, it was noted that several more out of range measurements had been observed within the last month. Impedance measurements were taken while performing troubleshooting maneuvers and a low out of range measurement was observed. The health care professional (hcp) noted the lead was under advisory and suspected a potential lead anomaly. The other manufacturer's lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the cause of the out of range impedance measurement was attributed to an anomaly with the other manufacturer's lead. This device has been explanted. No adverse patient effects were reported.